Event description:
A fixational screw punctured a stand-alone cervical interbody. This was identified via x-ray during a postoperative follow up.

Manufacturer narrative:
Filing delays due to set-up and configuration of FDA esubmitter and request for access to web trader account.